Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - (B)(4). Artisyn y-shaped mesh - (B)(4). Gynecare gynemesh - (B)(4). Gynecare gynemesh* ps - (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/20/2016. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4). Reporting period august 1, 2014 through september 30, 2014 supplemental 10.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/23/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 17 - attachment: [(B)(6) 2014 oto supplemental 17.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.